Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ add-on burette set came apart when removing it from the packaging. The following information was provided by the initial reporter: "something about the end caps are loose. Clinical reported "it dis-assembled itself when taking it out of the package"".

Event description:
It was reported that the bd alaris¿ add-on burette set came apart when removing it from the packaging. The following information was provided by the initial reporter: "something about the end caps are loose. Clinical reported "it dis-assembled itself when taking it out of the package".

Manufacturer narrative:
H6: investigation summary: twenty two samples were received for quality investigation. The customer complaint of loose component was verified by inspection. Evaluation of the samples received showed that 2 of the 22 samples had a complete lack of solvent at the bottom and top connection of the burette. Visual inspection of the joint areas do not indicate any solvent was applied to the components, and therefore allowing them to disassembled very easily. The remaining 20 samples showed significant amounts of solvent at the union of the burette to the upper and lower fittings of the assembly. There were no further issues located during the evaluation of the samples. A device history record review for model 82113 lot number 21119767 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 18nov2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for the failure reported in this complaint is that there was insufficient solvent the union between the upper and lower fittings to the burette tube. H3 other text : see h10.